Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during initial drain on the homechoice(hc). The technical service representative (tsr) explained alarm. The home patient (hp) may have connected one of the extension lines after priming. Tsr had them cycle power and told them to call the nurse about air alarm. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). During a follow up with the home patient (hp) regarding the alarm and use error, it was revealed that he is fine and continuing therapy. The hp stated that he aware of the proper procedures. No further information was provided. This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. The lot number is unknown therefore a batch review will not be conducted. If additional information becomes available, a follow up MDR will be submitted.